Event description:
The home patient reported a reload set 161 alarm on a home choice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the cassette. The cassette was replaced and the therapy was restarted. No patient injury or medical intervention was reported related to the event.

Manufacturer narrative:
The sample availability was unknown at this time. Should the sample become available, a follow-up medwatch will be submitted.